Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "err 281" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to a frozen receiver display. The receiver data log was not downloaded for review due to frozen receiver display. The receiver case was opened for an internal visual inspection and it failed due to moisture. The reported event of an error icon display is undetermined. A probable cause could not be determined. No injury or medical intervention was reported.